Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was half empty and the customer experience low blood glucose. It was stated that the customer removed the reservoir and the insulin pump pushed the reservoir until the end. The piston was completely out on the left side, and the rewind process was unable to be completed due to the motor error alarms. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime test, excessive no delivery and displacement test due to excessive motor error alarms. Cracked battery tube threads and scratched display window noted.